Manufacturer narrative:
(B)(6).

Event description:
It was reported that a blade detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. After dilation, when the device was removed from the patient's body, it was noted that the blade was detached. The device had no issue withdrawing into the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient status post procedure was good.